Event description:
Complainant alleged that the clinician was attempting to defibrillate a male pt (age unk) who was a long time cancer pt. They successfully defibrillated the pt at under 200 joules, and again at 200 joules. On the third attempt, at 360 joule, the device failed to discharge. The staff was able to obtain another device to successfully defibrillate the pt. The pt subsequently expired but the complainant indicated that the pt outcome was not as a result of the reported failure.